Manufacturer narrative:
G4:05jan2021; b4:12jan2021. The device was in use at the time of the event. The patient was swapped to another v60 to continue treatment and there was no report of patient or user harm. Philips field service engineer (fse) was dispatched to the customer site to provide additional assistance. The fse found an error code consistent with ventilator restarted due to anomalies detected during operation in the event log and confirmed that the central processing unit (cpu) printed circuit board assembly (pcba) required replacement. The fse replaced the cpu pcba and ran a full performance verification test (pvt). The device passed all testing successfully and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The central processing unit (cpu) was returned to the manufacturer for failure evaluation. Failure investigation could not duplicate the reported issue on the returned cpu pcba, and the event log had been cleared; additionally, no other failures were identified in their investigation. The alleged complaint of device restarting could not be confirmed.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 11dec2020.

Event description:
It was reported to philips that the device shutdown and restarted while in use and the unit was alarming low priority alarm even though the settings were not changed. The device was in use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance.